Event description:
It was reported that the patient presented to the clinic for a generator change procedure. Upon device interrogation, it was identified that the atrial lead failed to sense and exhibited a high threshold. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.